Manufacturer narrative:
An event of regurgitation, high gradient and hypertension was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient's medical history included hypertension, recurrent endocarditis, possible sleep apnea, renal insufficiency, gastro-esophageal reflux disease, and hypothyroidism. The patient is also a smoker and has a history of IV drug use.

Event description:
On (B)(6) 2014, a 23mm trifecta heart valve was implanted in the aortic position as surgical treatment of endocarditis. The patient has had recurrent episodes of endocarditis since the implant, causing the valve to start failing. A recent echo of the patient shows moderate aortic regurgitation with a peak pressure of 7-5 and a mean gradient of 38. The echo also shows normal biventricular function and no other valve abnormalities. The patient is reporting worsening shortness of breath. The patient has a history of hypertension, recurrent endocarditis, possible sleep apnea, renal insufficiency, gastro-esophageal reflux disease, and hypothyroidism. The patient also has a smoking history of forty years, and past history of IV drug use and is participating in a methadone program. On (B)(6) 2018, due to the failing heart valve, the 23mm trifecta heart valve was explanted and successfully replaced with a non-abbott 23mm liva nova carbomedics mechanical heart valve with no adverse health consequences. The patient is reported as recovering and has since been discharged.